Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was evidence of t-wave oversensing (twos) recorded by the patient's implantable cardioverter defibrillator (ICD). Programming options were reviewed but follow-up with the patient's clinic indicated that no changes were made and monitoring would continue. Patient was seen in clinic one month after the call and the clinic indicated twos was not present and they would continue to monitor. The ICD remains in use. No patient complications have been reported as a result of this event.